Event description:
It was reported that during an laproscopic appendectomy, the device jaws would open on the 3rd firing. The jaws of the device opened enough to remove the tissue. The case was complete at the time. There was no patient consequence reported.